Event description:
The following was reported to hamilton medical ag: summary: device fails to boot after blower replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.